Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that battery compartment is missing a gasket and the drive support disk is not indented. Customer's blood glucose reading is 212 mg/dl. Advised customer to discontinue use of the insulin pump. Advised customer that the insulin pump must be replaced. Nothing further reported.

Manufacturer narrative:
Drive support disk was inspected and no anomaly was noted. The insulin pump had an out of place battery cap o-ring and a scratched display window. Positioned battery cap o-ring in place and battery cap twists in properly into battery tube threads.